Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient called clinician's office with the restoration in hand. When in the office it was discovered that they had a fractured screw in the zimmer 4.7 implant needing to be removed tooth #30.

Manufacturer narrative:
An unk 4.7 zb implant and scr replace friction-fit gold & ti abut int hex (mhlas) were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported devices were location was #30 and length of use is unknown. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. No complaint history review could be performed without relevant lot and item information for unk 4.7 zb implant. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.